Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent valve was successfully implanted. Post-implant, intraoperative transesophageal echocardiography (tee) revealed a moderate paravalvular leak (pvl) at the left coronary cusp (lcc) region. It was decided to replace the valve with another 21mm regent valve. Upon explantation of the aortic prosthesis, a defect in the peri-membranous septum was identified beneath the valve annulus, which was the likely cause of the pvl. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
An event of perivalvular leak was reported. A more comprehensive assessment could not be performed as the device was received for analysis. Information from field indicated that defect in the peri-membranous septum was identified beneath the valve annulus, which was the likely cause of the pvl. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was the result of case-specific circumstances, as device was surgical explanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 21 mm regent valve was successfully implanted. Post-implant, intraoperative transesophageal echocardiography (tee) revealed a moderate paravalvular leak (pvl) at the left coronary cusp (lcc) region. It was decided to replace the valve with another 21 mm regent valve. Upon explantation of the aortic prosthesis, a defect in the peri-membranous septum was identified beneath the valve annulus, which was the likely cause of the pvl. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.